Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of introducer defective / damaged was confirmed upon inspection of the photo. Analysis of the sample showed that it was possible to observe the reported defect. However, it was determined that the defect of introducer defective / damaged cannot be produced during our processes. The sheath are supplied to us by a supplier, and they have been made aware of this issue. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Date of occurrence: (B)(6) 26. When performing the introducer puncture with resistencia, the needle part went in, but the plastic part with the tips open caused resistance to the introduction. Additional information received on 22 may 2026: for events occurring on (B)(6) 2026: was there any damage to patient's health? If yes, please explain in detail. There was no severe harm to the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.